Event description:
It was reported the supera stent was implanted in the superficial femoral artery in (B)(6) 2022; however it was noted to be fractured at a later date. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.b3, d6a: date of event and date of implant estimated.